Manufacturer narrative:
(B)(4).

Event description:
The patient went to the ER due to a return of symptoms/pain. They tried to do a dye study and it wasn't successful. It was noted that when the hcp was trying to perform the dye study, the hcp may have filled some contrast dye into the reservoir. The hcp thought, the pump was flipped and the hcp was unable to flip the pump back over. They also believed that the catheter was occluded. They planned to do a catheter revision. Additional information has been requested, a follow-up report will be sent if additional information becomes available.